Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they started to notice that the adaptive stimulation settings were not adjusting like they normally do and even after they manually set to new settings and waited the 3 minutes. The setting on their back was too intense, however when they switched from side to side, they didn't feel the stimulation. It was reported that this issue was occurring intermittently. The patient was doing nothing unusual when this issue occurred. The stimulation change was related to positional movement which was reported when they were lying down either flat on their back or on either side. No trauma or fall was reported to be related to the issue. No medical or test or electromagnetic environmental exposure was reported. The patient reported that they did get an epidural shot near facet joint. There was a sudden change in therapy or symptoms. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.